Manufacturer narrative:
Investigation summary: one photo was provided. It shows one plastic bag with products inside and no label. It is likely that when packaging the bulk product and the bag was full, it was sealed but not labeled and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9130640 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needle ns 25ga 3/4in w/o silicone experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 301670 batch no: 9130640. It was reported that a bag was found to be unlabeled during visual inspections. Event description per attached email states: date of incident: (B)(6) 2020. Part no.: 05-8016 (300030259). Batch no.: 9130640. Qty impacted: 1 bag. Description of complaint: incoming inspector found an unlabeled bag while pulling samples for visual inspection.